Event description:
It was reported "patient chronically dislocated since her primary surgery in 2002. She was reduced (closed on 5 different occasions). A constrained liner was implanted in 2006. She then disassociated her constrained liner from the acetabular shell.

Manufacturer narrative:
Additional info has been requested, and if received will be provided on a supplemental report.